Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This if filed to report the broken radiopaque marker that was found after the steerable guiding catheter (sgc) was removed, which has a potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The transseptal puncture was performed and observed to be somewhat superior/anterior. The steerable guiding catheter was advanced without issue to the left atrium. The clip delivery system (cds) was advanced and steered toward the mitral valve. Due to the superior/anterior transseptal puncture, it was difficult to advance to the valve and it was seen that the sgc was riding along the aorta wall. The + knob was turned approximately 360 degrees in the attempt to advance to the valve. At this point, a snap was heard, and there was no longer functionality with the + knob; however, the minus direction worked correctly. The + knob cable was suspected to be broken. The guide was straightened, and the mitraclip system was removed. After removal of the sgc, it was noted that the radiopaque band marker was broken and one side was flared up. A new sgc was used successfully with the same cds. One clip was implanted and the mr was reduced to 2. The physician was concerned that the flared marker could have damaged the artery; however, the patient was evaluated after the procedure and determined to be fine. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot were reviewed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint-handling database was performed for the reported lot. The query identified no other incidents reported from this lot. The complaint device was returned for evaluation, and the reported cable break, unable to curve the guide tip and marker band break(flared up) were confirmed via returned device analysis. The reported noise (device operates differently than expected) could not be replicated in a testing environment as it was likely a symptom of the cable break. Also the reported failure to advance the sgc could not be replicated in a testing environment, as it was based on the operational circumstances (patient/procedural conditions). The investigation concluded that reported steerable guide catheter (sgc) failure to advance, cable break resulting in noise and unable to curve the guide tip appear to be related to operational context. The damage to the marker band appears to be secondary effect of the cable break. All available information was investigated and the reported steerable guiding catheter (sgc) failure to advance, cable break resulting in noise and unable to curve the guide tip appear to be related to operational context, as the transseptal puncture was somewhat superior-anterior. The damage to the marker band and pebax of the ID and od appear to be secondary effect of the cable break. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.